Event description:
A (B)(6) female with history of right breast ca had a mastectomy in 2009 at other facility with initial reconstruction that failed due to inflammation / infection. Pt was treated with antibiotics and had expander removed. She underwent chemo and waited several years to attempt reconstruction again. In (B)(6) 2014 had reconstruction at another facility with transposition of rectus abdominus muscle which failed. On (B)(6) 2015 pt was admitted to this facility for latissinus dorsi flap reconstruction with r breast tissue expander insertion. Pt was doing well until she developed significant inflammation following saline injection. She was treated as outpt with oral antibiotics. Pt presents on (B)(6) 2015 with right breast tissue expander infection. Procedure: "explantantation of infected tissue expander and infected injection remote port, insertion of closed system irrigation and drainage". Operating room cultures were obtained and sent to lab. Post op diagnosis: infection of tissue expander and injection port right breast.